Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged belt) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the trunk cable. Additionally the trunk cable was kinked. The root cause for the open wire was excessive force. The root cause for the kinked trunk cable was unable to be positively identified. No adverse event resulted from the belt malfunction.

Event description:
A us distributor reported that a patient's electrode belt was damaged.